Event description:
The international customer reported the ventilator alarmed and shutdown when in standby and would not power back on. There was no patient involvement. The manufacturers service technician was able to duplicate the reported problem. Replacement of the power management pcb board was recommended with service awaiting customer approval.

Event description:
Factory analysis of the returned power management pcb board revealed diode and transistor failures that resulted in the reported power issue.

Event description:
The manufacturers service engineer replaced the power management pcb board to address the reported problem.

Manufacturer narrative:
Supplemental report